Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight; guide catheter: boston scientific convey-ebu 3.5. (B)(4) - excessive force. Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the device from the guiding catheter and outermember separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) instructs the physician that if resistance is noted during withdrawal, to re-inflate the device to nominal pressure, pull negative for 30 seconds, and gently remove. Additionally, the IFU warns: failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the non-tortuous, mild to moderately calcified mid circumflex artery, pre-dilatation was not performed and a 3.50x33 rx xience xpedition stent delivery system (sds) was advanced without resistance to the target lesion via right radial approach. The stent balloon was inflated one time to 14 atmospheres and the stent deployed successfully. Negative pressure was applied and the balloon deflated successfully. The physician continued to apply negative pressure while withdrawing the sds into the 5f non-abbott guide catheter. Once the sds was inside the guide catheter, resistance was felt between the sds and the guide catheter. Excessive force was applied to the sds and the shaft separated inside the guide catheter. The guide catheter, sds and balance middleweight (bmw) guide wire were withdrawn from the anatomy as a single unit. The vessel was re-wired successfully using a new bmw followed by a new 5f guide catheter. Post dilatation was performed successfully using a nc trek rx balloon. The patient remained stable through the procedure and there were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.